Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and granulomas are related to the prevena plus¿ incision management system. The patient had been discontinued from prevena plus¿ incision management system for 17 days prior to when the infection and granulomas were noted. The nurse was uncertain if the prevena plus¿ incision management system caused or contributed to the event. The patient experienced a recent infection and a wound culture and sensitivity were not performed. The bacteria causing the infection was not identified; thus, the antibiotic prescribed may not have been effective against the specific bacteria present. There was no allegation, indication or evidence the granulomas, which required chemical cauterization, were related to prevena plus¿ incision management system. Device labeling, available in print and online, states: the prevena¿ incision management system should be used with caution in the following patients: infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications.

Event description:
On 07-jan-2019, the following information was reported to kci by the nurse: on (B)(6) 2018, the physician observed the patient and noted, "carcinoma colon with liver mets [metastasis]. Now wound infection with purulence and redness, improving. Multiple granulomas, agn03 [silver nitrate] applied." The patient was placed on antibiotic therapy for 5 days. The prevena plus¿ incision management system was placed on (B)(6) 2018 and was discontinued on (B)(6) 2018 or (B)(6) 2018 (specific date not provided). It was also noted that the nurse was uncertain if the prevena plus¿ incision management system caused or contributed to the event. On 14-nov-2018, the following information was reported to kci by the hospital: the patient experienced a prior infection on (B)(6) 2018, and no cultures were obtained. The patient was placed on antibiotic therapy for 7 days. The prevena plus¿ incision management system device was not available for return and the lot number was not provided, therefore neither a device evaluation nor a device history review could be performed.